Manufacturer narrative:
On 7/23/2019, the mentor failure analysis lab received the device for evaluation. On 8/1/2019, device evaluation was completed. Device evaluation summary: during analysis of the device a rupture was noted in the posterior view expanding to the anterior view, measuring approximately 5.3 cm. No additional anomalies were discovered. During the microscope examination striations were detected in the edges of the rupture. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left side rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown gel implant and was presented with left side breast implant rupture. As a result, the device was explanted on (B)(6) 2019.